Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens implantation (iol) procedure, they noticed a fold mark on the optic of an implant, which persisted after the implant had been deployed in the patient's eye. The lens was retained in patient's eye. Additional information was requested.

Manufacturer narrative:
Additional information was added in d.10., h.3., h.6. And h.11. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. All listed associated products are qualified for use with this lens. The product investigation could not identify a root cause for the reported complaint of "fold mark on the optic of a vivity implant". The product was not returned. Two viscoelastics were indicated. Both are qualified for use with this lens. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. It is unknown which cartridge was used with this lens. Cartridges were mentioned. Both are qualified for use with this lens. Due diligence has been performed in an attempt to obtain further information on this event. The reporter has not responded to request for follow-up information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.